Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk.

Event description:
It was reported that the doctor was performing an unknown procedure with the linear cutter and on one of the staplings, the device didn't staple which resulted in bleeding. No blood products were needed. Bleeding was controlled by applying ten to fifteen interrupted stitches along the 7.5 mm bite. The procedure was continued with the same product with no consequence to the patient. No product will be returned.